Manufacturer narrative:
Conclusion: surgeon reports that inadvertant contact with surgical instrumentation caused event. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
Customer reported that the mesh began to delaminate in the center. Event was described as a scrape / cut in the orc resulting from the surgeons' handling and device contact with instrumentation. Surgeon stated that instrumentation caused a scraping and subsequent delamination of the device.